Event description:
It was reported that the right ventricular (rv) lead had high thresholds and possible exit block. The lead was capped and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) had possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device did not detect any performance issues, but the calculated longevity result of 98% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. Concomitant products: 6947, implantable tachy lead, (B)(6) 2011; 4196, implantable pacing lead, (B)(6) 2011; 3830, implantable pacing lead, (B)(6) 2008. (B)(4).